Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 63.6cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral artery. The 80%-90% stenosed, 32mm x 3mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After engaging a non-bsc guide catheter and crossing a non-bsc guidewire, the lesion was pre-dilated with a 2x12 maverick balloon catheter. A 3.00x38mm synergy drug-eluting stent was then advanced for treatment. However, the device could not track the lesion and upon maneuvering the device, the hypotube got kinked and broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.